Event description:
Primary stability not achieved, implant wasn't completely covered with bone, immediate implantation, inadequate bone quality/quantity, simultaneous bone augmentation, mobility. Very soft bone.